Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and post op CT scan shows multiple medial breaches.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "misplaced screw" for excelsuisgps. An investigation of the case logs revealed that the surveillance marker was not activated and paired to the drb (dynamic reference base) during the case. If the surveillance marker is not activated, the software is unable to detect or alert the user of a potential drb shift during navigation, which can lead to the misplacement of implants. It is recommended to activate the surveillance marker before the intraoperative scan is acquired so that the software is able to alert the user of potential drb shifts at any point during the case. Screws of different levels being misplaced in the same direction is symptomatic of a potential drb shift; therefore, it is suspected that the drb shifted before navigation in this case. It is recommended that the user performs an anatomical landmark check before proceeding with navigation. Additionally, the user reported not burring all of the screw trajectories, which can lead to an increased chance of skiving. The investigation revealed that the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. The software correctly detected this force and alerted the user. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.